Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with a twenty year old artificial urinary sphincter (aus) due to unspecified performance issues. The device was scheduled to be replaced on (B)(6) 2020. There were no patient complications related to the device.